Manufacturer narrative:
Result of investigation: exact issue is unclear and customer didn't provide any further details. Case has been closed after three attempts without any reply from the customer. Most likely the issue is cause by a too high peak o2 flow demand in niv with 100% o2 setting.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log and trend file has been sent and analyzed by technical support. It was showed that the unit was not able to dose the 100% and also triggered alarm 272 - "o2 supply insufficient" as well as the "high leak" alarm. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 224 "mismatch between delivered and measure fio2".the issue occurred during patient-use and the device was replaced with another brand of ventilator. There was no patient harm associated from this reported event.